Event description:
It was reported while using bd vacutainer® urine complete cup kit, the tubes in the kit were not drawing urine into tubes with good vacuum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two videos for investigation. Upon review, the videos showed tubes being filled with specimen cups, and no issues were identified with the fill in the tubes. Additionally, ten retained samples were visually inspected, with the stopper correctly placed on the tubes. Functional tests were performed on five retained samples from the urine kit, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.